Manufacturer narrative:
The reporter refuses to release the sample for investigation, but has agreed to provide a photo of the sample. The sales rep is making arrangements to visit the account and take photographs. Upon receipt of the photos, an investigation will be completed and a supplemental report will be submitted.

Event description:
The doctor attempted to start an IV on the pt and was unsuccessful. He pushed the button to retract the needle and placed the needle/barrel assembly aside. He successfully made a second attempt to start the IV with another unit. He picked up the first needle/barrel assembly to dispose of it in the sharps container and received a needle stick to the hand. He examined the unit and found that the barrel was smashed contributing to the needle retraction failure.